Event description:
Patient was undergoing fistulagram of av graft for outflow stenosis. Multiple passes using progressively larger balloons were performed to relieve the obstruction. During removal of the sheath, the catheter tip separated from the hub and remained in the patient. The tip subsequently migrated to a pulmonary artery branch.====================== health professional's impression======================unknown. It simply separated. It was reported that locating the catheter tip fragment in the patient could not be done using simple x-ray because the tip was not radiopaque. The physician's recommended that the manufacturer consider incorporating a marker feature into the product.